Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. No sample received. A root cause cannot be ascertained because the damage cannot be confirmed without receiving a sample for investigation. The sample is not available for investigation, therefore, damage cannot be confirmed or rather a root cause cannot be identified. Should sample return this complaint will be reopened and the sample will be investigated. This complaint has been reviewed and future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Two samples received. Two diathermy probe were sent back and investigated. First, an electrical resistance analysis were made. It was found that both probe had an instable contact on the outer contact (cannula). The probes were destructive investigated. Opening the instrument may destroys exactly the contact between the outer contact and the corresponding plug pin. This happened in one of these two cases. Nevertheless, the glued contacts were visually inspected. It was visible that an initial contact existed. Why the contact failed could not be determined in the investigation. The instruments passed a 100% functionality test and they did not show instable contact in production. Therefore, the root cause of the confirmed complaint cannot be determined anymore. The root cause was unable to be verified as no signs were found indicating the cause of insufficient contact. A manufacturing or design related root cause for the damage of the complained device has not been identified. This complaint has been reviewed and future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician report that prior to vitrectomy surgery, an ophthalmic diathermy probe exhibited no diathermy function. There was no patient involvement.